Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive motor anomaly. The customer¿s blood glucose was unknown. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.